Event description:
A malfunction alarm identified as "malf 12" was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by offering pump reset information, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.